Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect; cause was not known. There was no reported adverse impact to the customer's blood glucose level. The customer adjusted the pump date to address the issue.